Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensors had a sensor fail and the cannula was missing when it was pulled out from the customer's body. Customer's blood glucose was 11 mmol/l. Customer declined to troubleshoot. Customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.